Manufacturer narrative:
The embolic material was not returned as it was consumed in the event. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Neurological deficits are known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a post procedure. MDR related to this event: 2029214-2017-00388 2029214-2017-00389 2029214-2017-00390 2029214-2017-00391.

Event description:
Citation: onyx in treatment of large and giant cerebral aneurysms and arteriovenous malformations. Song dl1, leng b, zhou lf, gu yx, chen xc.chin med j (engl). 2004 dec;117(12):1869-72. Medtronic received report that patient #3 was diagnosed with ica-cs aneurysm with a diameter of 22mm. The patient did have 3rd cranial nerve palsy. Post intervention, the aneurysm was 100% occluded. However, the patient's 3rd cranial nerve palsy was reported to have worsened slightly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.